Event description:
Customer reports obtaining a result of 720mg/dl on the device. Customer states there is a missing segment on the display as well. No action was taken based on device result. No adverse event reported and no treatment received. Device numeric reading range is 10mg/dl to 600mg/dl.